Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the fill estimate was static. Customer declined to troubleshoot with tandem technical support. Customer's blood glucose was 40-60 mg/dl and juice was consumed to address bg. Customer did not know cause of low bg. Recommendation was made for customer to discuss low bg with their healthcare provider. Upon follow up, customer reported it appeared the reported issues were resolved. Bg was 104 mg/dl.